Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient awoke at 6:00am with blood glucose (bg) of 264mg/dl, and found that a loss of prime warning was emitted at 3:00am. There were no reported signs or symptoms of hyperglycemia. Reportedly, the pump was primed and the elevated bg was corrected with a bolus from the pump. The reporter confirmed that the cartridges are cycled prior to filling, the cartridge was not over-filled, and the cartridge cap was secure. The reporter was advised to change the cartridge and contact animas if the issue recurred. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump lost prime. Troubleshooting indicated that the loss of prime may have been associated with a cartridge issue.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.